Manufacturer narrative:
Device evaluation: results of investigation: the vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). The fsr replaced the main pcba, performed the user verification tests, and reported the device meets factory specifications. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire field service representative determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, the fsr is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.